Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Failure analysis lab received a vela front panel/display assembly. The vela front panel/display assembly was installed in known good unit. The unit was powered on in volume a/c mode (normal). Display and indicators/switches functioned normally however, the touch screen was unresponsive. Dismantled unit for further investigation into the contamination of the touch screen. The touch screen was unresponsive. The cause of the failure was fluid ingress into the touch screen resistive matrix. The customers issue was duplicated. The vela front panel/display assembly was scrapped. This reported event considered a known issue addressed with an internal action.

Event description:
Display/monitor malfunction. A faulty vela front panel, the touch screen doesn't work. The front panel was replaced.